Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that placement difficulty was encountered at the implant of this right ventricular (rv) lead. After placement in the rv apex, appropriate measurements could not be obtained following multiple attempts to extend the helix. After the last placement attempt, pacing impedance measurements were greater than 3000 ohms. This lead was replaced. No adverse patient effects were reported.